Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the glue was possibly deteriorated due to stress to the distal end from the outside of the endoscope or chemical attack by chemical solution. As stated on the IFU (instruction for use) the user manual states: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Presoak the endoscope only if the endoscope was used in a patient procedure with excessive bleeding or if reprocessing of the endoscope was delayed, allowing debris to dry. Unnecessary long-term immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope. To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The device was observed to have a leak on the ¿a-rubber¿¿ due to a cut. Objective lens were found with deteriorated glues due to chemical damage. In addition, the insertion tube control body was found chipped off. The identified parts were replaced, device was repaired. Once completed, the device was tested, and passed all required testing, and specifications.

Event description:
It was reported that the device failed a leak test. The issue occurred during reprocessing. No patient involvement on this report. No user injury reported.